Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was implanted into the distal common bile duct during an ercp procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with elevated bilirubin levels and other signs of a stent malfunction. A second ercp was conducted on (B)(6) 2010 which revealed that the stent had migrated "50% downwards." Additionally, the stent was occluded - it could not drain properly. The physician decided to remove this implanted stent and place an uncovered wallflex stent. The patient's bilirubin levels have since decreased and she is in stable condition. The patient has been discharged.

Manufacturer narrative:
(B)(4) - elevated bilirubin levels; non-surgical medical intervention required. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.